Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a sealed ziploc bag. Upon return, the iabc was noted in "u" shape. The iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the section of the iabc bladder membrane; dried/liquid blood was noted within the sheath sidearm. The visible section of the iabc bladder was fully unwrapped. The one-way valve was tethered to the short driveline tubing. The supplied long arterial pressure tubing was noted connected to the iabc luer end; clear fluid was noted within the ap tubing. The supplied 40cc inflation driveline tubing was noted connected to the iabc short driveline tubing; no damage or abnormalities were noted to the 40cc inflation driveline tubing. Dried blood/yellow media was noted on the exterior surfaces of the returned sample; no blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The iabc bladder was noted withdrawn through the teflon sheath, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0054in-0.0064in and was within specification of process document. The one-way valve was tested and failed. An attempt to pull the vacuum on the one-way valve was unable to be successfully completed; immediate push back on the syringe plunger was experienced. Upon further inspection, sticky yellow substance was noted within the one-way valve. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate without any difficulty. Upon removal of the sheath, the iabc bladder appeared typical with no damage or abnormalities noted. The iabc was connected to an iabp with the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 48cm and 52.2cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon would not inflate completely" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks or alarms were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer.

Event description:
It was reported "balloon would not inflate completely". Additional information states that to continue therapy, another catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon would not inflate completely". Additional information states that to continue therapy, another catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".